Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that while using the autoclix device that he required medical treatment due to an infection caused by pricking his finger. Customer states that he was pricking the side of his finger and it became infected because the lancet was going to the bone. Customer went to his doctor, who prescribed medication (type unknown). Customer also self-treated the wounds by cleaning with hydrogen peroxide. No hospitalization was reported. Customer is currently fine. Requested return of suspect device and replacement was sent.